Event description:
It was reported to bsc/target that, "pre-mature detached occurred upon this product, while it was being retrieved into mc (fastracker 10). Three coils deployed prior to the incident, 3 coils total."